Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower rang and that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The week of (B)(6) 2016, svc defib impedance spiked to 254 ohms from a baseline of approximately 80 ohms. Rv ring to coil impedance began decreasing the week of (B)(6) 2016 from a baseline of approximately 200 ohms, to 133 ohms the week of (B)(6) 2016. Two alerts occurred on (B)(6)2016: rv defib lead impedance out of range (oor) low (39 ohms), and svc defib lead impedance oor high (>200 o hms). Concomitant product: 1688t46 ra lead, implanted: (B)(6) 2006.

Event description:
It was reported that following a recent cardiac surgery, the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedances, and low defib coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.